Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient's pain in the front right supraorbital position returned and the patient was not receiving therapy. The patient had limited cervical range of motion and didn't recall doing anything that would have caused the issue. X-rays were taken to assess placement and impedances were measured over 10,000 on all 8 electrodes. The lead was determined to be fractured/torn in the neck. It was replaced with a new lead and the issue was resolved. The remove lead was expected to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a loss of therapy along the supraorbital area. Reprogramming was performed, and impedance check revealed that half of the contacts had impedances of over 10,000 ohms. The manufacturer representative reprogrammed around the bad contacts and the therapy was better, but still didn¿t cover the supraorbital area. The patient was told about their options for lead revision, but they didn¿t want to go through with it. The patient was happy with the coverage achieved at the appointment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep was unsure what caused the electrodes to be out of range. The patient did not want to consider additional surgery at this time and wanted to see how it would go. No further complications were reported.